Event description:
It was noted that this was not a battery or battery clip issue. The issue was related to a damaged power cable.

Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufactures investigation conclusion: the reported event of power cable disconnect and low voltage alarms was confirmed via the log file review; however, the reported event of a damaged power cable was not confirmed. The log file spanned approximately 1 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). Atypical low voltage advisory alarms intermittently activated throughout the log file due to fluctuating rsoc voltages on the black power cable. Atypical power cable disconnect alarms intermittently activated from (B)(6) 2021 at 09:46 to 11:12 due to an invalid rsoc fault on the black power cable not associated with a power source exchange. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The heartmate 3 system controller, serial (B)(6) , was not returned for analysis. Additional information on 01jul2021 stated that the exchanged controller will not be returned for evaluation. The issue resolved after exchanging the controller and is believed to be caused by a damaged power cable. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 26apr2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect, low voltage advisory, and no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called in with persistent power cable disconnect alarms on the black power lead despite changing clips and batteries. Log file submitted captured some odd string of power cable disconnect/low power advisories on (B)(6) 2021 and are occurring while connected to battery. The power cable disconnects appear to the caused by black power lead of the controller. The controller was exchanged, and no further alarms reported. No additional information provided.